Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was bent and the guidewire failed to advance through the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.